Manufacturer narrative:
H6 health effect - clinical code/appropriate term / code not available: neuritis. The sample is reportedly available for this complaint but was not returned when this report was filed. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 3011270181-2025-00033 for the first event. Refer to 3011270181-2025-00034 for the second event. It was reported the patient is experiencing neuritis symptoms with standard radiofrequency therapy. The provider is using the correct length and curve supplied. The patient was treated with steroid pack. Additional information received 09-sep-2025 noted the radiofrequency therapy generator settings are 80 degrees for temperature, 15-seconds ramp and 2-minutes lesion time. No error was displayed on the radiofrequency therapy generator, but the patient was having issues neuritis plus pain which was not resolved by the steroids.